Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer reporting a pressure sensor error on the v60 ventilator. The issue was reported to have occurred at device start-up. There was no report of harm or patient impact. The device did not meet specifications for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue and reported an error occurred when starting up. The rse determined the near-end pressure sensor was faulty and recommended checking the data acquisition (da) printed circuit board assembly (pcba). The customer was provided a service proposal. Investigation is ongoing.

Manufacturer narrative:
H11: the customer declined further service. Repair activity and final disposition is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.